Event description:
Hill-rom rec'd a report from the account stating the nurse call was inoperative. The bed was located at the account. There was no patient/user injury reported. This report was filed in out complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the power control board failing. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007-2015. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the power control board to resolve the issue. Based on this information, no further action is required.